Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 failed. The customer stated that they tried to reboot & recover but it still was not working. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2021 to 17- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and all cubies were failed, found that the 4.1 retractor cable was disconnected from the module controller and drawer's solenoid was burnt when attempting to access a drawer. The field service engineer replaced the solenoid and the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: h1, g1.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 failed. The customer stated that they tried to reboot & recover but it still was not working. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4.1 solenoid had and orange/red burn mark on the back. No other thermal damage observed or reported. A field service technician replaced the affected component and replaced the drawer's controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. During device investigation, a field service engineer found that the drawer's solenoid was burnt. There were no adverse events or injuries reported based on this event.